Event description:
A report was received that the patient was experiencing discomfort at the pocket site due to ipg migration. The patient underwent a pocket revision. The patient was reportedly doing well after the procedure.